Manufacturer narrative:
B3: exact date unknown, event occurred in 10/10/2023. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7123580/ 7129863.

Event description:
It was reported that the patient experienced inadequate pain relief and increased charge burden. It was also noted that the patients leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing was postoperatively and no device will be returned as it was not released by facility.